Manufacturer narrative:
Additional information provided in d.10., h.3, h.6., and h.10. The company representative worked to troubleshoot the reported event with the customer remotely. The corresponding setting was not saved. No on-site visit was performed at the time of the reported event. The reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy cutter had poor aspiration during a vitrectomy. The cutter was able to be used to complete the case. There was no patient harm.